Event description:
IV tubing came apart at the connection below the cartridge that fits into the smart pump. It should be a sealed system. It was noted because the pump kept alarming and the nurse found that there was blood backing up in the tubing. A second set was opened and checked and also came apart at this same place. No harm to patient.====================== health professional's impression======================na====================== manufacturer response for IV tubing, smartsite infusion set======================